Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming for high glucose alerts. The customer¿s blood glucose during the incident was 240 mg/dl. The device will not be returned for analysis.